Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4). The (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 31-may-2022. H6: investigation summary: "customer" returned (2) used 31gx5mm pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needles were examined, then tested for flow using a test pen injector: the pen needles were not able to expel properly. A wire test was then performed on both samples: the wire passed through both cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannulas. Under the microscope the residue was identified as residual silicone from the manufacturing process. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.